Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient contacted paramedics due to a low event that patient reported was due to cgm inaccuracies. Paramedics arrived and administered a glucose gel. Patient was not transported to hospital. Finger stick (fs) reading was 140 mg/dl taken at the time of the intervention. Patient was not feeling well, but did not give specifics. However, at the time of contact patient glucose levels were stable. No additional patient or event information was provided.